Event description:
Related manufacturer report number 3006705815-2019-01359. New information received states that both leads were explanted, and new leads were implanted to resolve the issue. Effective coverage was restored post procedure. There were no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01359. It was reported the has patient lost needed coverage. X-rays were taken and revealed that both of the patient's leads have migrated. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-01359.